Event description:
Report of overdelivery received from co is international affiliate. Report states, "100ml bag with 500mg pethidine delivered with 12 to 15 bolus requests." No further info was available. There was no report of any adverse pt effects.

Manufacturer narrative:
Testing was performed at co's foreign site. No bolus cord or tubing was received for testing. A bolsus program 10mg was programmed and two boluses were delivered within system specifications.